Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted however, the pump alarmed pump error 24 shortly after powering up. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to pump error 24 alarm. Restarted the pump and successfully downloaded the trace and history files using thus. No unresponsive keypad was noted during the thus downloading. A review of the pump history file shows on (B)(6) 2022 there were five (5) pump error 63 (linenumber 341 filenumber 522 variable 0c) and pump error 4 (linenumber 2727 filenumber 32122) alarms 17:20, 17:30, 17:31, 17:33, and 18:40) that occurred. Further review of the pump history files also shows on (B)(6) 2022 at 08:22 the pump alarmed pump error 54 (linenumber 1421 filenumber 32122) and pump error 3 (linenumber 2803 filenumber 2002) due to a software error. The pump was cut open for a visual inspection. Heavy corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, keypad flex cable, motor flex tail, force sensor flex tail, and inside of the battery tube. Rust and corrosion were found on the motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overly, cracked battery compartment, and pillowing keypad overlay. Blank display and unresponsive keypad are not confirmed. Pump error 24 (during testing), pump error 63, and pump error 4 alarms are confirmed due to extensive moisture damage on the hardware. Pump error 54 and pump error 3 are confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer received hardware low level failures pump error alarm. Customer was unable to clear the alarm since the buttons on insulin pump was not responding until insulin pump goes into blank screen. Display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on insulin pump screen. Contacts on battery cap was not missing and damaged. Display return after insulin pump restart. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.